Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Received additional information regarding the initial reported issue. Customer had elevated blood glucose levels (300 mg/dl). Customer changed the cartridge and delivered a bolus to stabilize blood glucose levels.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge error message during the load process. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.